Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 21 mmol/l (378 mg/dl), while wearing the pod between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, 2 liters of water was consumed.

Manufacturer narrative:
The exposed portion was observed to be bent. A tear was found on the exposed portion of the soft cannula near the tip of the needle fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path.